Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received by a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the recharger shows excellent for a couple of minutes then changes to device not found. Additional information received from the patient. On (B)(6) 2019, it was reported that the patient was having trouble charging her device. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.